Event description:
Additional information was received on 11may2021. The procedure being performed was a transurethral lithotomy with kidney stone extraction. The basket was unable to be opened, rather than closed, upon device testing prior to patient contact. The customer inspected the product for damage prior to use, the device was noted to be in an uncoiled position. There were no separated parts on the device. The procedure was completed using another device. The device was disassembled by the customer and attempted to reassemble the handle but was unsuccessful. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary: cook was informed of an incident involving a ncircle tipless stone extractor. It was reported that the basket would not open before use. The user disassembled the handle to fix the basket, but he was unable to reassemble it, so another device was used instead. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. Visual exam noted the device was returned with the collet outside the handle. The polyethylene terephthalate tubing [pett] measured 2.6 cm in length. The handle was loose and non-functioning. Approximately 1cm of basket assembly was protruding from the basket sheath. There were kinks in the basket sheath at 33cm and 100cm from the handle. The basket sheath and the support sheath was kinked at the tip of the male luer lock adapter (mlla). The basket handle was reset and reassembled, and the handle actuated as intended. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that could not be functioned due to the handle being disassembled by user. The basket sheath was observed to be kinked in multiple locations. The device handle was reassembled and normal basket function was restored. The kinks in the sheath could have been preventing the basket from functioning for the user due to the path the sheath was in when tested. The cause for the kinks could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
PMA/510(k) #: exempt. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the basket of an ncircle tipless stone extractor was unable to be closed. There have been no adverse effects to the patient reported. Additional information has been requested.